Event description:
During deployment of angioseal arterial closure device the end of the device fractured inside the femoral artery. Fractured device has been sequestered in director's office and manufacturer representative has been contacted. Fractured piece of device was successfully removed from the patient. Surgical intervention required to retrieve fractured device end.